Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported unknown issue which was reproduced during evaluation as a system error 345. A review of the event history log identified multiple system error 345. The cause was determined to be out of specification upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an unknown issue. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.